Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. Imaging revealed that the aneurysm sack was 14 cm long and 12 cm in diameter. The aneurysm sack was surrounding the stent graft like a pressure sleeve. Imaging found that one of the proximal bare springs was separated from the graft and one was missing. This resulted in the dislocation of the stent graft, type ia endoleak, and ruptured aneurysm. It was later reported that the sac was filled with contrast but no rupture could be seen. A type iii endoleak in the contralateral stent graft iliac limb was also noted. Emergency open surgery was performed and the stent grafts were explanted. This reportedly resolved the event. Per the physician, the cause of the event was unknown but may be device related. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was not compliant on follow up appointments.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported events could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant images were not available for review and comparison. CT¿s from 9 years post-implant revealed that bifurcate had migrated into the sac. The proximal bare spring was noted to have fractured on the anterior-right side. The fractured stent containing a single apex was seen several mm¿s superior to the intact bare springs on the right-lateral side within the angulated neck; the fractured crown appeared intact and was possibly embedded into the aortic wall. The max diameter aaa measured ~12cm, and contrast was seen in the sac from a likely proximal type I endoleak. The proximal neck diameter just below the right renal artery measured ~30mm. The bifurcate proximal fabric was located ~2cm below the right renal artery, and the neck diameter at that level measured ~43mm. The infrarenal neck measured ~70° lt-r relative to the bifurcate aortic body, and the suprarenal neck angulation was ~50° rt-lt. It is possible that there has been disease progression (neck dilatation) as well as aneurysm morphology changes (increased neck angulation) which may have contributed to the bare spring fracture, which then led to the stent graft migration and resulting proximal type I endoleak. No other device integrity issues were seen on the films. The reported type iii endoleak could not be confirmed. The source of this reported endoleak may have been difficult to confirm from the CT¿s due to the reduced contrast administered because of the patient¿s renal insufficiency. Device evaluation summary: the exact cause of the events could not be determined from the examination of the explanted devices and clinical information provided. The bifurcate proximal bare spring was confirmed fractured at the distal apex in two locations; at the lateral-right and anterior positions. The fractured bare spring segment from a single crown, seen in the films as intact and likely embedded within the right side of the proximal neck, was not returned for analysis. At the lateral-right fracture location the bare spring suture attachment had broken away, and a 4 mm length abrasion tear was observed which most likely was caused by the fractured stent. In addition, a single support spring segment was seen fractured at its mid-length. The cause of the fractures could not be determined; it could not be determined if this was fatigue or overload related. A transverse excision cut was also observed on the ipsilateral limb, near the level of the underlying right limb extension proximal margin which was left in the patient. No other bifurcate stent graft integrity issues were observed, and no issues were seen with either the left/contra limb or the left limb extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.